Event description:
Complainant alleged that during functional testing, the device displayed a "red circle with a slash through it" and cannot be used. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The product has been received and a follow-up report will be provided when our investigation is completed.